Event description:
Article published in eye and contact lens science and clinical practice vol 34, # 2, mar 2008, pgs 124-128, entitled "pseudomonas keratitis associated with daily wear of silicone hydrogel contact lenses" states a female with a 30 year history of rigid gas-permeable lens wear was refit to o2optix lenses due to becoming less comfortable in rigid lenses and had discontinued wear 1 month prior. Five months later, presented with increasing pain, photophobia and blurred vision, right eye. Wore lenses 6 to 12 hrs on daily wear basis and replaced biweekly. Used amo complete multipurpose solution and discarded solution in the case daily. Smoker, but did not report sleeping or swimming while wearing lenses. Culture positive pseudomonas aeruginosa and staphylococcus aureus. Corneal ulcer, 4.9 x 4.0 mm, with underlying dense, diffuse stromal infiltrate, anterior chamber with 0.5 mm hypopion. Event resolved by 33rd day of treatment with fortified antibiotics. Steroid therapy initiated to reduce stromal scarring to 4.5 x 3.5 at conclusion. Spectacle-corrected visual acuity 20/40-1, gas permeable contact lens wear resumed with visual acuity of 20/30-1 achieved.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.